Event description:
It was noted that the electrical fault alarms were observed on the patient's primary and back-up controllers.

Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 controller / (B)(4) / model #: 1420 / expiration date: 2018-09-30 UDI #: (B)(4) available for eval: no, mfg date: 2017-09-30 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two controllers (B)(4) and (B)(4) were not returned for evaluation. Review of the manufacturing records for both controllers confirmed that the associated devices met all requirements for release. (B)(4) was returned for evaluation. Post-explant functional analysis confirmed that pump (B)(4) met pre-implant requirements with power average consumption of 1.92 watts. Visual examination and dimensional verification of the returned pump did not identify any discrepancies that may have caused or contributed to the reported event. Internal pathological report revealed no evidence of thrombus within the device. There was no indication of mechanical abrasion or abnormal wear of the impeller or on the pump housing surfaces. The reported event of "electrical faults" was confirmed via review of the log files which revealed 5 electrical fault alarms starting (B)(6) 2017. These failures are most likely due to contamination of the driveline/driveline connector that appear to have led to an increased impedance on the rear stator's 'b' wire and rear stator's 'c' wire leading to the electrical fault alarms. A driveline connector cleaning procedure was performed at the site on december 6, 2017 to mitigate the reported conditions. Alarms could not be reproduced following the cleaning repair. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. No contamination/damage of the controller and driveline connector was observed during the on-site inspection; however, it is possible that some contamination which is not visible to the naked eye could have been present. An internal investigation has been opened to further evaluate the issues related to driveline connector contamination leading to electrical faults. Based on the investigation, the most probable root cause has been attributed to design/training issues. Additional products: product: 1420-controller, serial number: (B)(4). Product: 1420-controller, serial number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial MDR date MFR. Rec: 2017-12-04. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 controller / (B)(4)/ model #: 1420 / expiration date: 2018-09-30 UDI #: (B)(4). Mfg date: 2017-09-30 (B)(4).

Event description:
It was reported that the patient experienced electrical fault alarms shortly following skin closure at implant. There was no visible contamination found at the end of the percutaneous lead. The driveline was well seated in the controller, per photographs sent to the engineer. The driveline was assessed by surgeons and the perfusionist, no visible knicks to any wires were found. Log files did not reveal any issues. The electrical fault alarms self-resolved. The patient received 6 electrical fault alarms over the next 2 days, occurring less than one minute each. It was noted that one alarm occurred while the patient was having a coughing spell. Log files were sent again. An engineer came on site to assess the patient and ventricular assist device (vad). The driveline, connector, and exit site were inspected with no visible damage. The locking mechanism of the connector functioned without issue. Manipulation of driveline and connector could not reproduce electrical faults. A driveline inspection and cleaning procedure was performed. No contaminants were observed in the connector, controllers, or on the cleaning brushes following use. Alarms could not be reproduced following cleaning. Since there was no probably cause identified for the alarms, it was elected to perform a pump exchange as a prophylactic measure. No patient complications have been reported as a result of this event.